Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced poor visual acuity post operation, the iol was explanted and replaced with monofocal intra ocular lens. Additional information has been requested.

Manufacturer narrative:
The account indicated the use of a qualified cartridge and handpiece. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens, 20.5 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified, monofocal lens model. The product was not available for evaluation. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stated that patient had a history of mild gliosis, which was not a contradiction. No further information available.